Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem and reportedly, the customer was using cold insulin and not completing the air removal step with the pump. Tandem customer technical support informed customer that using cold insulin and not completing the air removal step is off-label per the user guide. Customer reported a blood glucose level of 298, and over 400 mg/dl. Customer changed supplies to address the issue.